Manufacturer narrative:
Concomitant medical products: 50ml baxter bag ndc0338-0049-11, lot number p373977, exp aug 19, 0.9% sodium chloride; therapy date: (B)(6) 2018. The customer¿s report of leaks from 2 cracks in the tubing was confirmed and replicated. Functional testing was performed; two slow drip leaks were observed in the tubing. Magnified inspection revealed the leaks to be from two small jagged tears in the tubing about 6 inches apart. Artificial scratches were also observed adjacent to the tears. The root cause of the damage was not determined.

Event description:
The customer reported that the line infusing peripheral nutrition was leaking from 2 cracks at an unspecified location. There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the line infusing peripheral nutrition was leaking from 2 cracks at an unspecified location. There was no report of patient harm.